Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported that on (B)(6) 2019, during a removal surgery of an unknown procedure, two (2) torque limiter adapter did not work. Additionally, the screwdriver would not undo on the handle for torque limiter and it was loose and came apart. The surgical procedure was successfully completed using another device. There were 1-2 minutes of surgical delay. Patient outcome was good. This report is for one (1) handle qc for compact air drive.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1: brand name. D4: catalog number, UDI number. G1: physical manufacturer; g5. H11 corrected data: b5: event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated initial reporter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown screwdriver. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. PMA/510(k): this report is for one (1) unknown screwdriver. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a removal surgery of an unknown procedure, two (2) torque limiter adapter did not work. Additionally, the screwdriver would not undo on an unknown screw. Reportedly, screw as loosened using a screwdriver shaft on a t-handle and it came apart. Surgical procedure was successfully completed using another device. There was a one to two minutes surgical delay. Patient outcome was good. Concomitant device: screw (part unknown. Lot unknown, quantity 1). Plate (part unknown, lot unknown, quantity 1). This report is for one (1) unknown screwdriver. This is report 1 of 1 for (B)(4).